Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5068-45 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was only capturing intermittently. The lead was explanted and replaced. The right atrial (ra) lead was damaged during the rv lead extraction and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.